Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch and pacing inhibition. No programming changes or intervention were done. There were no patient consequences.